Manufacturer narrative:
It was reported a shoreline cervical standalone cage migrated. No product lot information, explants, radiographs or CT scans have been received. DHR review and product investigation cannot be completed, as the product remains implanted. Revision surgery was completed with no additional complications. Surgeon will continue to monitor patient's postoperative progress. Review of labeling notes: "... Ibd is intended for use with supplemental fixation that is in addition to the integrated buttress spin plate, such as a pedicle screw system or anterior plate." No further product evaluation could be completed at this time. The degree of spinal instability is unknown. It is unknown if the patient complied with post-operative care instructions or sustained a fall/impact of some sort. The root cause of this reported event has not been determined.

Event description:
Index surgery (one level) completed on (B)(6) 2018 required revision surgery due to posterior migration of cage. Revision surgery was complete on (B)(6) 2018. Patient is doing fine.